Manufacturer narrative:
The product was returned and the reported event of premature discharge of battery could not be confirmed. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on field settings indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the patient's pacemaker battery was depleted and the physician suspected premature battery depletion. The patient was asymptomatic. The pacemaker was explanted and replaced. The patient was stable throughout.